Manufacturer narrative:
This is one of two device reports associated with this event. MFR #1225714-2015-07604, 1225714-2015-07605. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the patient expired from acute respiratory failure, which was alleged to have been caused by the product administered to the patient for dialysis treatment.